Event description:
It was reported that during a follow-up visit, the physician could not see any stimulation on the patient's ECG and the pacemaker had no telemetry and no magnet test. The device was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires. It was reported that during a follow-up visit, the physician could not see any stimulation on the patient's ECG and the pacemaker had no telemetry and no magnet test. The device was replaced. There were no patient complications reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none pace, failure to.